Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient's atrial lead presented with dislodgement. Intervention discussed but no changes were reported. There were no patient consequences.

Event description:
New information received notes the atrial lead presented with loss of capture due to dislodgement. The dislodgement was discovered by x-ray and the lead was revised in a procedure on (B)(6) 2021.